Manufacturer narrative:
Information contained in this report was previously submitted through asr on 18/apr/2016 a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the return device identified white particles. A leak test identified a curve opening in the shell. A microanalysis was performed and identified a curve punctured shell opening. Based on the device analysis the final assessment was a curved punctured opening assessed as surgical damage-like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported a left side deflation. Device has been explanted.